Event description:
It was reported that the 6800 sys displayed a key board failure error and a communications error. It was noted that the sys booted up as expected, and the problem surfaced after boot up, and an x-ray was taken. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Installed a generator cpu and a loaded hard drive. Erased and reloaded files. After service the sys was tested and found to be working as intended and placed back into svc. In addition to the svc that was performed, a cpu upgrade has been ordered for the sys, to help address the intermittent issue.